Event description:
Ventilator pressure limit alarm went off. Respiratory therapist and the r.n. Responded to stat call. Pt bagged. Physician responded. Trach changed-no return volumes on ventilator. When the pall filter was removed, the ventilator worked. Pt was pulseless. Compression initiated. Drugs administered. Acls protocol followed.